Manufacturer narrative:
Approximately 8.5 inches of the external portion/distal-end of the driveline was returned for evaluation. The report of a distal-end bend relief separation at the metal connector of the driveline was confirmed through a visual examination of the returned portion of the driveline. Electrical continuity testing of the returned portion of the driveline in the condition that was it was received in revealed that all wires were electrically intact. Breakdown of the braided shield was observed in several locations along the length of the driveline segment, which appeared consistent with almost two years of use. Visual inspection of the underlying wires found that the black wire was partially fractured adjacent to the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the driveline in this area. The surrounding wires at the metal connector appeared to be slightly kinked and showed some abrasion marks; however, the remainder of the driveline segment was otherwise unremarkable and no additional areas of compromised wire insulation were identified. The black wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the compromised black wire made direct contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that the driveline area next to the system controller connector looked broken. The patient did not experience any alarms at the time and had applied tape over the site. Later that night, the system controller sounded red heart alarms. The patient presented to the hospital and was admitted to the intensives care unit. The system controller history showed intermittent pump stoppages and low speed advisory alarms. The patient was clinically stable and asymptomatic. On (B)(6) 2016, the distal end of the driveline was replaced by the manufacturer's technical services representatives with no issues. The continuity test did not indicate any broken wires. No alarms occurred after the driveline was repaired when the patient was placed on a grounded power module patient cable. No additional information was provided.